Event description:
It was reported that during a sleeve gastrectomy procedure that on the second firing with a black cartridge the staples did not form properly. The staples were completely straight. The case was completed with another device of the same product code. The surgeon re-stapled over this line and then over-sewed it. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: one piece sled, drivers, cartridge. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4).